Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The medications being delivered via the device system were bupivicaine and sufuenta. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (6).